Manufacturer narrative:
(B)(4). Batch #t5ex4t. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10 and with damage on cartridge deck. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additional information was requested and the following was received: there were no patient issues that I am aware of.

Event description:
It was reported that during an unknown procedure, the stapler wouldn't fire. It is unknown how the case was completed. There were no patient consequences.